Event description:
Intercalary allograft revision using a nail spiral blade. Delayed union proximally resulted in fracture of spiral blade.

Manufacturer narrative:
A1,a2,a3,b5,b7 - this info was received on feb. 26, 1998. Dislaimer: "synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based upon info which synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, synthes, or its employees that the report constitutes an admission that the device, synthes, or its employees caused or contibuted to the potential event described ib this report."